Event description:
Boston scientific received information that this device triggered end of life (eol) due to charge times greater than 30 seconds, which is above the extended charge time limit and may be indicative of an out of specification condition resulting in early declaration of battery indicators. This device is on the shortened replacement window advisory april 2007 population product advisory, which was initially communicated on (B)(6) 2007, along with the mid-life display of replacement indicators product update classified as a product advisory, which was initially communicated on (B)(6) 2007.

Manufacturer narrative:
The device was explanted and replaced and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.